Manufacturer narrative:
The reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed the device was not returned in original packaging. The implant and plug were not returned. The suture snares have been run and coiled on the internal reels. Bio debris is present. There are no visible defects. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the drawing found that material, testing, and certifications are required. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It has not been reported whether the broken plug of the opus speedscrew implant was retained/removed from inside if the patient¿s joint. Without the requested clinical information, a thorough medical investigation cannot be rendered nor can the root cause of the breakage be determined. Therefore, the impact to the patient beyond that which has already been reported is unknown. Should any additional relevant clinical information be provided, this complaint would be re-assessed. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder surgery, the plug of the opus speedscrew implant broke inside the joint. It is unknown how the procedure was finished or if there was a surgical delay. No other complications were reported.